Manufacturer narrative:
Product analysis: the device was returned with the distal flush tool (dft) positioned over the distal end of the device. A visual inspection showed that the tip detached from the housing distal to the anchor pockets. The detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A turbohawk plus was being used for treatment of the superficial femoral artery. A spider fx was used for embolic protection. The vessel was pre and post-dilated. There was no resistance during advancement and the device did not pass through a previously deployed stent. The IFU was followed. The device was safely removed from the patient. It was reported during cleaning pos use, the tip detached. The guidewire lumen was not torn/ripped. The guidewire did not prolapse leading to tip detachment. No patient injury.